Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was producing an e433 error code. Additionally, it was confirmed that the error code was discovered right after the unit was powered on. Furthermore, there were deposits found on the front panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hf unit due to an unspecified error code being present during use. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was producing an e433 error code. This report is being submitted to capture the confirmed e433 error code found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customers complaint of an error message during usage was unable to be reproduced. However the report malfunction of the error message e433 was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to any of the following: ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields - the user activates the foot switch while the generator is booting up. - the cable connecting the high voltage power supply (hvps) and the generator board is defective. - a defective footswitch - defective cable connection of the output signal between generator board and relay board - defective power transformer on the generator board - defective impedance converter on the generator board - defective peaks rectifier on the generator board - missing activation for the output stage of the generator board - output voltage too low due to faulty switching of the hf output stage on the generator board - non or too low supply voltage from the hvps board 14. Defective hvps board due to short circuit of the mos transistors - defective motherboard due to short circuit of resistor - defective transient-voltage-suppression (tvs) diode on the relay board olympus will continue to monitor field performance for this device.